Manufacturer narrative:
The complaint of a tear in the bifurcation site (crack near the white wing) is confirmed. During infusion of the arterial lumen a spraying leak was observed emanating from the tear in the bifurcation site. No leaks were observed during infusion of the venous lumen. The separation of the tubing and distal end of the bifurcation site and the tear in the bifurcation site contains characteristics associated with tensile damage. This type of damage can occur when the catheter is stretched beyond its elastic limits. However, at this time the exact mechanism of damage to the catheter cannot be determined. Gross visual and microscopic examinations functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. A lhr of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
The hemosplit catheter cracked near the white wing. Catheter was replaced in patient.